Event description:
A malfunction alarm with code malf 9 was reported. There was no adverse impact to the customer's blood glucose level. The customer reset the pump following instructions from technical support, and the malfunction did not recur. Technical support advised the customer to continue using the pump and to call back if the malfunction recurs.